Event description:
It was reported that this right atrial (ra) lead and pacemaker exhibited a signal artifact monitoring (sam) episode. Boston scientific technical services (ts) review data and recommended additional testing. Isometric movements produced visible noise and the x-ray revealed a nick in one of the leads which is suspected to be subclavian crush. The physician elected to leave programming at unipolar as atrial pacing need is minimal. The device remains in service. No adverse patient effects were reported.